Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU provides suggestions for techniques that should be considered at the time of the lvad implant. After coring, it states to "make sure margins of the cored area are clean and smooth" and perform visual inspection of cored area and remove any loose tissue and/or clots. It is noteworthy that 6/10 icva events occurred within 48 hours of implant and may have been related to surgical procedural factors, such as ragged coring of the myocardium for inflow insertion or incomplete device de-airing. These issues were addressed by improvements to the coring tool and by site retraining. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that the coring tool was not "taking a good core". It was observed that the cutting edge was jagged and the tissue sample had evident metal shards. There is no reported effect to the patient. No additional information was provided.

Manufacturer narrative:
Revised conclusion: the coring tool was not received in the failure analysis lab for evaluation. Review of the manufacturing documentation confirmed that the associate device met all requirements for release. Although the incident device was not available for analysis, a full investigation was conducted based on historical data of similar events. The investigation results did not identify manufacturing/design deviations that may have caused or contributed to the reported event. Additionally, information obtained from a bench-test suggests that damage observed on the cutter edge was likely induced during the surgical procedure. There is a likelihood that during the procedure the coring tool was not properly seated on the sewing ring and an attempt was made to rotate the cutting head as it retracts; this may cause the cutting head to turn against the titanium sewing ring which ultimately leads to partial or complete damage/fracture of the cutting edge, thus preventing the tool from performing as intended. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. It is likely that during the procedure the coring tool was not properly seated on the sewing ring and an attempt was made to rotate the cutting head as it retracts; this may cause the cutting head to turn against the titanium sewing ring which ultimately leads to partial or complete damage/fracture of the cutting edge, thus preventing the tool from performing as intended. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The coring tool was not received in the failure analysis lab for evaluation. Review of the manufacturing documentation confirmed that the associate device met all requirements for release. The reported event could not be confirmed or replicated without analysis of the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.